Event description:
After left ventricular angiogram, the physician noted cardiac tamponade. Pericardiocentesis was performed. The pt was coded successfully, and transported to surgery on ventilator for emergent mvr (mitral valve replacement) for repair of lv (left ventricular) perforation. The pt recovered well.